Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed caller through several troubleshooting steps, including disconnecting tubing, tightening the t:lock, and delivering boluses to manage the occlusion alarms. The issue was resolved, and caller successfully completed a bolus after replacing supplies and resumed insulin therapy.